Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulty was encountered. The target lesion was located in the internal carotid artery (ica). A 8.0-36 carotid wallstent bare metal stent was advanced and placed at the target lesion. The physician tried to deploy the stent but its catheter was unable to pull back. Three attempts were made to deploy the stent by pulling back the catheter however, it was still unable to pull back. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.